Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was calling from the hosp with a blood glucose reading of 264 mg/dl. The customer was hospitalized due to cellulitis. The customer also stated that the insulin pump was dropped, and now it was alarming battery out limit. Assisted with the alarm. Nothing further was reported.